Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up via merlin.net, r-wave undersensing was noted on the device. Programming changes were discussed but have not yet been made. Patient was stable and will continue to be monitored.

Event description:
New information received noted that programming changes were made. Patient was stable and will continue to be monitored.